Manufacturer narrative:
Continuation of d10: product ID 97745. Product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient reported the implant shut itself off today while she was at work and ins was at 70% charged. Patient reported the pain hit the middle of her back and legs and killed. Patient stated she had to leave work and come home because she could not walk and the pain was so bad. Patient services specialist (ps) asked patient to connect with the controller and controller shows ins 90% and controller 90% charged. Patient stated she was able to charge up the ins but the ins was off and charged to 70%. Patient stated the controller shut itself off today. Ps clarified patient did not have the controller with her while she was at work. Ps reviewed therapy on/off button and patient said she turn on each program. Ps asked if there is any visible damage on the controller or recharger and patient said everything looks in great shape. Ps reviewed best practice is to carry the controller in c ase there is a need for controller use. Ps reviewed device function. Ps recommend patient monitor the implant turning itself off and consult with hcp ofc if the issue continues. The troubleshooting steps that were taken on the call resolved the issue.